Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 9-october-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse performed an alignment of the x1 pitch flag in the sample loader. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. The most probable cause for the x1 pitch sensor not activing error was the pitch flag for the x1 needed to be adjusted.

Event description:
On (B)(6) 2016, a customer reported an x1 pitch sensor not activing error on the aia-2000 instrument. The customer is unable to run patient samples on pth, fsh, lhii, and prl. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth, fsh, lhii, and prl. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.